Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error and pump error alarm. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had reoccurrence of frozen display. The time clock did not advance and insert battery alarm did not display on the screen. The customer was unable to clear the alarm. The customer received critical pump error image on the screen. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm or time clock anomaly due to critical pump error alarm. No frozen screen noted.